Manufacturer narrative:
Evaluated one open/used reservoir's barrel only. Performed a visual inspection using and found snap-cap, septum and transfer guard missing from reservoir. Unable to pre-fill.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 155 mg/dl at the time of incident. The needle was bent on the transfer guard. Troubleshooting was not performed and the device will return for analysis.